Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedances on the right ventricular (rv) lead, measuring greater than 200 ohms. Additionally, it was noted the patient received inappropriate shock therapy due to supraventricular tachycardia (svt) however, therapy was not exhausted and the rhythm did slow down. Also, there was t-wave oversensing occurring as there was an extra signal on the rv channel. Technical services suggested to bring the patient in for further evaluation and to measure the shock lead impedances in each vector and provided programming options. At this time, the ICD and rv lead remains in service. No adverse patient effects were reported.